Manufacturer narrative:
FDA codes for section of this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the bioprosthetic valve stenosis cannot be determined. The patient¿s co-morbidities and acute renal failure likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through the s3u clinical study, approximately 25 months post implant of a 23mm sapien 3 valve, severe aortic re-stenosis was observed on echo. The valve was reported to be ¿severely sclerotic¿. Medical record and medidata record review revealed the echo performed at the 1-year follow-up visit indicated trace paravalvular leak (pvl) and no transvalvular leak (tvl). The mean gradient was 9.7 mmhg and the patient was nyha class ii. The echo performed at the 2-year follow-up visit indicated ¿normal¿ leaflet calcification/thickening and ¿normal¿ valve motion with trace pvl and no tvl. The mean gradient was 16.0 mmhg and the patient was nyha class ii. Thirty-nine (39) days after the 2-year follow-up visit, the patient presented with worsening shortness of breath, a distended abdomen, bilateral lower extremity (ble) edema and rash. The patient was diagnosed with acute renal failure, possible vasculitis and fluid overload. Echocardiogram indicted the aortic valve was severely sclerotic and severe valvular aortic stenosis was noted. Pericardial thickening and/or a ¿small¿ pericardial effusion was also noted. No aortic regurgitation was present. The mean gradient was reported as 21.3 mmhg. Dialysis was immediately performed. A kidney biopsy and a bone marrow biopsy were also performed. The kidney biopsy indicated membranous proliferative glomerulonephritis and 40% fibrosis. The bone marrow biopsy indicated mds. The patient was medically managed. No actions for the valve re-stenosis were taken. The patient was discharged to rehab 28 days post admission in fair, improved stable condition.